Event description:
Pt was ambulated to the bathroom, was set up to bathe at the sink and was sitting on the shower chair. The back left shower chair collapsed under the chair and the pt fell backwards and to his left, out of the shower chair onto the floor.